Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the j2 tab inside of the front therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.